Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected and replace battery now. Customer¿s blood glucose was unknown at time of incident. Customer states that problem persists again. Insulin pump will not be return for analysis.

Manufacturer narrative:
Pump error due to connector resistance issue. No replace battery now alarm or power loss noted.